Event description:
It was reported by the affiliate that the (1) mcm20 was used during an unk procedure. It was reported that only one clip fed. The case was completed with another instrument and there was no consequence to the pt.